Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient had symptoms of increased spasticity and painful spasms. Dye studies were done on (B)(6) 2014 and (B)(6) 2015. A catheter revision was done on (B)(6) 2015 and surgery was scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6). (B)(4).

Event description:
The patient had underdose symptoms. On aspiration, they were only able to aspirate the catheter contents. A dye study was done and confirmed that the catheter had migrated from the intrathecal space to the epidural space. It was noted that the patient was paraplegic and had a lot of hardware in his back. At implant, the neurosurgeon struggled getting into the intrathecal space and had to do a laminectomy to get there. A catheter revision was being scheduled. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.